Manufacturer narrative:
PMA / 510(k)# k023331, bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was underfill and low draw of a tube with blood the following information was provided by the initial reporter: this is a report about an underfilled tube. According to the customer's report, the tube did not draw enough volume of blood.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 14-apr-2023. Bd received one sample and conducted a redrawing test, and the sample filled normally. Additionally, twenty (20) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was underfill and low draw of a tube with blood. The following information was provided by the initial reporter: this is a report about an underfilled tube. According to the customer's report, the tube did not draw enough volume of blood.